Event description:
It is reported that a customer had a large crack near the reservoir window on the insulin pump. Customer also had frequent battery changes and unexplained no delivery alerts. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.